Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide a detailed photograph of the actual device. Using this photograph, the reported condition of a missing fill port cap was confirmed. This condition was caused by the device being incorrectly assembled during manufacturing. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an infusor sv2 device was found to have a missing fill port cap. Therefore, the sterile fluid pathway was breached. This condition was discovered before use. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.